Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the access 2 instrument for two (2) patients. The initial accu tni results were 0.64ng/ml and 0.58ng/ml for patient a and b respectively. The results were not reported out of the lab. The original samples were retested and 2 results of 0.02 ng/ml were obtained for patient a. Two results of 0.02 ng/ml and one result of 0.04ng/ml were obtained for patient b. The results of 0.02ng/ml were reported out of the lab for both patients. No death, injury, or change to patient treatment occurred as a result of this event.

Manufacturer narrative:
No other results or assays were questioned by the customer. The lab policy is to repeat all positive accu tni samples before reporting them out of the lab. The specimens were collected in bd, lithium heparin tubes with gel barriers and were centrifuged per the MFR's recommendations. The samples were re-spun before repeat testing. Based on available info, service addressed hardware issues before the event and all verification testing passed within specifications. Service was not dispatched for this event as customers is confident that this event is not a hardware related issue. Pre-analytical sample handling issues were discussed with the customer and info was e-mailed to help educate hospital staff on proper sample collection. Pre-analytical factors may have contributed to this event; however, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.